Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. A new spectra penile prosthesis (spp) was implanted. No information about the patient outcome is available at the moment. Additional information was received. The patient only had 1 cylinder implanted. The second cylinder was removed or not implanted at an unknown time. The reason is unknown. No adverse patient effects.